Event description:
It was reported that the patient experienced syncope. An interrogation noted the right ventricular (rv) lead appeared noisy during ventricular high rate episodes. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2014 rv oversensing observed during ventricular high rate episode. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2003. (B)(4).